Event description:
The pt was investigated by the neuro lab at the hosp because it was suspected she had an ica fistula which was causing blindness. Dr treated her initially in 2006. He found there was a large (10mm diameter) fistula between the ica and the cavernous sinus, caused by a ruptured aneurysm. He placed a balt gold detachable balloon in the fistula, sealing it off and restoring normal cerebral flow. The pt was brought back to the lab the following day because symptoms had returned. Another dr treated her this time. He found that the detachable balloon had migrated into the cavernous sinus and the fistula was open again. He placed another detachable balloon in the fistula and restored cerebral flow again. The pt was brought back to the lab for a third time on three days later. The second detachable balloon was found to have deflated. Dr was on call. He attempted to place a covered, and then a bare metal stent in the ica. He was unsuccessful due to the tortuous anatomy. After about four hrs of unsuccessfully trying to seal the fistula, the first dr was called in and the two inrs decided that the only option left was to coil the cavernous sinus. Five gdc 18 coils were successfully used to achieve this. The cerebral angiogram looked normal again afterwards. First dr went on holiday overseas for the next three weeks. The pt died two days later. Dr informed boston scientific on six days later, that the cause of death was venous hypertension caused by embolising the caverneous sinus.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis because it was implanted into the pt. The model/catalog and lot/batch numbers of the devices in question are unk. The sales rep has tried to obtain further info from the dr, but the physician is unwilling to provide any further details and does not wish to be contacted. The rep is still attempting to obtain the product and batch numbers from the hosp records, but has had no success so far. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.